Manufacturer narrative:
Evaluation in progress.

Event description:
Probe shaft frosted during the procedure. Seven (7) minutes into the first freeze, frost was seen on the probe shaft. For 2nd freeze, doctor ran probe slower and monitored probe and patient. Case completed. Per doctor, no apparent injury.

Manufacturer narrative:
Functional testing confirmed the reported issue. Probe disassembly and evaluation per internal procedures showed that a vacuum sleeve failure was the cause of the frosting.